Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial occurred post procedure. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed transseptal puncture using versacross and a 35mm closure device was successfully implanted in the laa with no complications. No difficulty with tsp but position was inferior/posterior. Physician doesn't believe the products contributed to the issues but does believe the tsp was a possible factor. Post procedure while in post-op recovery, the patient complained of site pain on the right leg. Upon assessment and addressing some oozing at the access site, the nurse noticed st elevation on the electrocardiogram (EKG). Upon transthoracic echocardiogram (tte) evaluation it was noted the patient had a pericardial effusion develop around the heart. Approximately 550cc of fluid was drained to treat the effusion. Patient was stable during procedure, and they were hospitalized for observation. The patient was discharge (B)(6) 2025. The device is not expected to be returned for analysis (disposed).